Manufacturer narrative:
A ge service representative performed an onsite investigation the gib board and battery were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not boot. There is no report of death or serious injury associated with the event.